Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called the hospital because they had low flow alarms at night. The patient went to the hospital on (B)(6) 2026 to check the device and the ventricular device coordinator found that the pump stopped with speed not in normal range. The events occurred while the patient was connected to a mobile power unit (mpu). The mpu was exchanged. The cause of the pump stop and low flows was potentially a short to shield. There were no patient consequences. There were no more alarms.